Event description:
The reporter stated the surgeon implanted a 12.0 mm (B)(4) implantable collamer lens in the patient's right eye on (B)(6) 2010. The lens was explanted on (B)(6) 2010 due to recurrent peripheral iridectomy blocking.

Manufacturer narrative:
(B)(4) (secondary surgery, peripheral iridectomy). (B)(4).